Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, it was reported by n arthrex subsidiary employee via (B)(4) that an ar-12990 knee scorpion had a broken needle in the instrument and was not working properly. No case involvement was reported. Additional information provided 06-feb-2026: it was further reported this discovered during use in a procedure with no patient harm. When attempting to use the instrument, it was not possible to do so, and the case was completed with another device.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.